Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a heaviness and felt like they could have passed out. The impedance on the right ventricular lead was noted to be high and was reported to be chronically high. In office testing did not produce oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a plausible fracture was suspected on the right ventricular (rv) lead. The lead was capped and replaced.